Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing of the subject device, no defects were found, the lens and coupler were fine. The customer¿s reported issue could not be confirmed. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The hd 3cmos camera head was returned to an olympus service center for evaluation with a report that the lens was loose. The issue was found during reprocessing. There was no report of patient or user harm due to the event.